Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call the insulin pump did not alarmed for low and high blood glucose. The customer¿s blood glucose level was unknown. The customer's mother declined for troubleshooting. The customer also mentioned that they had calibration issues. The insulin pump will not be returned for analysis.